Event description:
It was reported that the patient came in for a yearly follow up and it was noted that the device has had a reset. Information from the device revealed that the reset was most likely caused by a flipped bit. The device was restored and remains in use. A manual guided restore procedure needs to be performed to prevent further resets due to an incorrect pointer value. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A diagnostics problem occurred. S2d file (B)(4) revealed partial reset counter=1, fw reason hex=1004 telemetry restore special command received on (B)(4) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.